Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 01032347-2023-00376, 01032347-2023-00377, 01032347-2023-00378 and 01032347-2023-00380.

Event description:
It was reported that a patient underwent a chest wall procedure at an unknown date. Subsequently, the patient experienced implant loosening no intervention has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.